Manufacturer narrative:
There was no report of any adverse event attributed to the missing digit on the display of the meter. The meter is expected to be returned for evaluation.

Event description:
Complainant stated his meter screen only displays 2 digits of his blood glucose reading (1st and 2nd digits only).

Manufacturer narrative:
The complainants alleged deficiency could not be confirmed. The device was not returned for evaluation. The DHR for the meter was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor as part of our post market surveillance program.